Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the heater line of a homechoice automated pd set with cassette and the heater bag which resulted in leak of pd solution. This event occurred during an unspecified process step during pd therapy. The patient was connected for therapy at the time of the event. The technical service representative advised the patient to complete therapy using a cassette from a different box. There was no patient injury or medical intervention associated with this event. No additional information is available.